Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the proximal insulation damaged/melted close to the suture sleeve location at 17.3 cm from the connector pin. This damage occurred in the field and is not a result of deficiency in material or workmanship. The lead exhibited normal electrical characteristics. Other text : na.

Event description:
It was reported that the atrial lead exhibited variable sensing thresholds and noise, leading to mode switches. This caused loss of av synchrony, pacemaker syndrome and pacemaker mediated tachycardia episodes. Symptomatic episodes had increased recently to the point of hospital admission. The patient experienced fatigue, presyncope, syncope and palpitations. The lead was explanted and replaced, at which time insulation damage was noted.